Event description:
It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead had noise leading to automatic mode switch. The noise was reproducible with isometrics. The ra lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead had noise leading to automatic mode switch. The noise was reproducible with isometrics. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction d4 update to serious injury because of was just reported as malfunction.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Visual examination found an insulation breach that exposed the outer coil. The cause of the reported event was due to the exposure of the outer coil caused by friction to the device can.